Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the pt. Models and lot numbers involved: model#: x-5-15-t10-mc, lot#: 5358776, date manufacture: 3/15/2008, expiration date: 03/01/2013. Model#: x-4-5-t10-mc, lot#: 5440486, date manufacture: 3/28/2008, expiration date: 12/01/2011. Model#: x-3-8-t10-mc, lot#: 5664568, date manufacture: 04/25/2008, expiration date: 04/01/2013. Model#: n-2-3-t10-ts, lot#: 5969676 (2ea) date manufacture: 06/09/2008, expiration date: 06/01/2011. Model#: x-2-3-t10-hss, lot#: 5347328, date manufacture: 03/15/2008, expiration date: 02/01/2013. Model#: x-2-2-t10-hss, lot#: 5347320, date manufacture: 03/15/2008, expiration date: 02/01/2013.

Event description:
Eight coils were used in a ruptured aneurysm coiling procedure. Post procedure, it was reported the physician observed a metallic artifact near the aneurysm (from MRI images). No pt injury reported.